Event description:
It was reported that the patient presented with non-sustained tachycardia episodes due to oversensing with intermittent noise was recorded on the ventricular lead. A lead replacement is being planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as eight ventricular nst<=200 ms occurred between (B)(6) 2009 06:23:05 and (B)(6) 2011 05:24:03. Interference/noise was also noted as the ventricular short interval count (v-sic) was 13.40 counts avg/day, in 13.40 days, between (B)(6) 2011 01:35:20 and (B)(6) 2011 11:18:09.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as eight ventricular nst<=200 ms occurred between (B)(6)-2009 06:23:05 and (B)(6)-2011 05:24:03. Interference/noise was also noted as the ventricular short interval count (v-sic) was 13.40 counts avg/day, in 13.40 days, between (B)(6)-2011 01:35:20 and (B)(6)-2011 11:18:09.

Event description:
It was reported that the patient presented with non-sustained tachycardia episodes due to oversensing with intermittent noise was recorded on the ventricular lead. A lead replacement is being planned. No patient complications have been reported as a result of this event. It was later reported that oversensing and noise continue to be present on the ventricular lead as replacement did not occur. Adjustments to the sensitivity are being considered.